Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 550 mg/dl and insulin injections were administered. The customer thought that the infusion set may have been a cause of the high bg. The infusion set and cartridge were changed. A pump system check was performed using the new pump supplies and no device issue was identified. The customer believed the pump was operating properly. Insulin delivery was resumed.